Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the partial pressure of carbon dioxide (pco2) value was significantly different from that in the laboratory. After a period of time, pco2 came down to around twenty (20). Comparative data was obtained from the laboratory, which was around the forties (40's). The actual shunt sensor was changed out to a new one from the identical lot number. This one posed the same problem and changed out to a new one from a different lot number. This sensor worked with no issue.